Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing mid-chest burning. Computed tomography showed the screw of the lead was through the heart muscle. The right atrial (ra) lead was removed and replaced. No further patient complications have been reported as a result of this event.